Event description:
An ercp with stone removal was being performed. A sphincterotomy was previously performed to gain access to the common bile duct. The tracer hybrid wire guide was then placed through the catheter of the sphincterotome. The sphincterotome was then removed in order to place the extraction balloon over the wire guide and continue access in the common bile duct. At that time the coating of the wire guide was still intact. After completing the stone removal, the wire guide was removed. It was noticed at that time that a portion of the wire guide coating had detached. The physician then inserted retrieval forceps through the endoscope and retrieved the detached portion of the wire guide coating. No pt injury was reported.